Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection via naked eye and camera magnification could not be performed and the investigation will be of the available information of the item number, risk management files and IFU. Functional testing could not be performed since the product was not returned. Per: no pre-existing conditions were reported and a per was not provided. The device was intended for tooth position #2 (universal) at the time of the reported event. Picture/x-ray: pictures or x-ray images were not provided. Appropriate documentation reviewed: documents reviewed: biomet 3i restorative product IFU (p-iis086gr) rev f ¿ oct 2019 information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause screw loosening DHR review: DHR review was completed for the subject lot number (1238734). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a lot specific complaint history review was performed for the subject lot number (1238734). The review revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complaint category keyword : loosening. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (iunihg). Malf/event: based on the available information, device malfunction of the iunihg could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw had loosened at the site and was removed. A new abutment screw was torqued in.